Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/21/2017 with the following findings:during investigation, moisture was found under the display lens. The pump was opened to find moisture damage on the display, continuous glucose monitoring, and on the vibration motor. Unrelated to the original complaint, the battery compartment was cracked from below the grip pad to the case seal. A leak test was performed and failed due to an audio bolus button leak. The audio bolus button cover was lifted but still functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.